Event description:
It was reported that charging cable did not stay connected to charging pad while device was charging. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of charging pad and charging cable, and no additional information was received regarding the outcome of the event.